Event description:
It was reported that the customer had gotten mixed up during a set change this morning. Customer went to bolus for her meal and the screen said to rewind. Customer kept pressing the act button and wound up at rewind complete. Customer removed the reservoir and no bubbles were present. Customer was disconnected at the quick release and was trying to bolus but the insulin started squirting out during the manual prime process. Customer stated that they were not wearing the pump during priming. It was explained that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Customer stated that there was a gap between the piston and reservoir. Customer was advised to attach a new infusion set and reservoir and restart the priming process. Customer had a few prick-sized bubbles in the reservoir. Customer's blood glucose level was 303 mg/dl. Customer was able to purge the bubbles form the reservoir. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.